Event description:
Customer reports the following: "pump reported to biomed not priming, error message cassette not recognized. Biomed used 4 different sets and same error and reported pins are clean and freely moving. No patient harm." Preliminary review of the device logs indicate that this is a set ID sensor failure. Further investigation of the pump revealed the following: ingress path found to be installation error misaligning the seal such that it was adhered to a neighboring screw boss and interrupting the seal perimeter. To be addressed with a scar. Fresenius kabi opened an internal CAPA in january 2023 for set ID sensor failures. During evaluation of the CAPA, fresenius kabi decided to submit a firm initiated recall (voluntary) to the FDA in march 2023; the FDA has assigned the following recall number in april 2023: z-1313-2023. Though this did not stop an active infusion, fresenius kabi submitted MDR #3014732157-2023-00080 for the same confirmed failure mode where an active infusion was stopped. Due to this, an MDR for this complaint should have been submitted within 30 days of complaint awareness as per 21 cfr § 803(a)(2).